Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. There was a backflow of blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced and the issue was resolved. The procedure was continued. Additional information was received on the event. There was a backflow of blood from the hemostatic valve. The valve moved aside, according to the physician and resulted in a backflow of blood. The physician stated that the hemostatic valve separated. The sheath was being used on the patient. No air entered the patient¿s body. No percutaneous or surgical removal was required. No medical intervention was necessary . Blood return was observed, and the hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 15 cc¿s. The device evaluation was completed on 22-aug-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. An internal corrective action has been opened to investigate this failure mode. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. There was a backflow of blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced and the issue was resolved. The procedure was continued. Additional information was received on the event. There was a backflow of blood from the hemostatic valve. The valve moved aside, according to the physician and resulted in a backflow of blood. The physician stated that the hemostatic valve separated. The sheath was being used on the patient. No air entered the patient¿s body. No percutaneous or surgical removal was required. No medical intervention was necessary . Blood return was observed, and the hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 15 cc¿s. The event was assessed as a MDR reportable hemostatic valve separation issue.